Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer (B)(4). It is unk which of the three different devices were involved in the event. The devices were inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided upon conclusion of the MFR's investigation.